Manufacturer narrative:
The device was not returned to animas for evaluation. If the device is returned, an evaluation will be conducted and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The patient reported that the pump delivered insulin without button presses. The patient noticed the issue after the pump was exposed to moisture in the shower. The patient said she thought the pump was delivering a bolus dose because the pump started to vibrate. The patient immediately disconnected the infusion set from her body. The patient denied any injury due to the issue.

Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2011 with the following findings: all pump buttons were responding appropriately. The battery compartment was found to be cracked. A leak test was performed and the battery compartment was found to be leaking. The pump was opened and no evidence of moisture damage was found inside the pump. The user guide instructs the patient that cracks, chips, or damage to the pump may impact the battery contact and / or the waterproof feature of the pump.